Manufacturer narrative:
(B)(4).

Event description:
It was reported that over the past year, the right ventricular (rv) lead has been exhibiting a gradual increase in pace impedances. These pace impedance measurements are high and out of range for this lead. The other rv lead measurements were stable and within normal range, including the shock impedance. A nips study was performed and the device is performing as programmed. Technical services was consulted and recommended programming changes. Technical services discussed there may be calcification only on the tip of the lead and not the coil, which is why you would see no changes in the shock impedance. At this time, the lead remains in service. No adverse patient effects were reported.